Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2.0mm x 150mm x 150cm sterling¿ sl balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured 10 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. The inner shaft was buckled on the proximal end of the balloon. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 2.0mm x 150mm x 150cm sterling sl balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured 10 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). (B)(4).